Manufacturer narrative:
During the procedure, the customer reported that the stimulator was displaying an error message that stated the stimulator was turned off because of an error. Then when trying to restart the process it locks out the rest of the examination program. The error message repeats continuously. This stimulator is part of the (B)(4) which is an iom system which is used for evoked potentials, eegs, and emgs. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
During the procedure, the customer reported that the stimulator was displaying an error message that stated the stimulator was turned off because of an error. Then when trying to restart the process it locks out the rest of the examination program. The error message repeats continuously. This stimulator is part of the mee-2000a which is an iom system which is used for evoked potentials, eegs, and emgs. No patient harm was reported.

Event description:
During the procedure, the customer reported that the stimulator was displaying an error message that stated the stimulator was turned off because of an error. Then when trying to restart the process it locks out the rest of the examination program. The error message repeats continuously. This stimulator is part of the mee-2000a which is an iom system which is used for evoked potentials, eegs, and emgs. No patient harm was reported.

Manufacturer narrative:
Complaint details: customer experienced error messages during a procedure product ID: js-201b, serial#: (B)(6). Service requested/performed: exchange. Investigation result: exchange. Final response received from nkc for this issue. It was supposed that the cable between the in and the stimulation pod or the stimulation pod was likely broken. Therefore, the related unit was replaced in the field. It is assumed that this is the individual failure of the related unit because the customer doesn't report the same phenomenon after that. The countermeasure to prevent the recurrence is not performed since it is supposed to be an individual failure. The related unit was replaced. The device was in use on a patient and there was no reported harm. Corrected information: g4. Date received by manufacturer: should be 11/06/2018 not 12/04/2018 as listed on MDR initial report. Additional information: b4. Date of this report. D4. Serial#. D10. Device available for evaluation? F6. Date user facility/importer became aware of the event. F7. Type of report. F9. Approximate age of the device. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H4. Device manufacturer date. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.